Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture after deployment¿ was confirmed as a link break was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: lot number, device expiration date. H4: device manufacture date.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left femoral vein was attempted using a proglide device via an 8.5f sheath prior to an interventional electrophysiology procedure. Femoral imaging was not performed. Reportedly, there was no suture after proglide deployment. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.